Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported boston scientific corporation that a flexima plus biliary stent was used during a biliary drainage procedure in the biliary system performed on (B)(6) 2022. During the procedure, it was noted that the flexima plus biliary stent would not release and the guide catheter was found detached at the hand base side. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the proximal part of the guide catheter was stretched & detached, including the touhy borst. The stent remained attached to the delivery system by the suture thread. The guide catheter was stretched and detached. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the condition of the stretched guide catheter suggests that it was subjected to a force greater than it could resist, it is possible that due to the manipulation or technique used on the device along with the anatomical conditions of tortuosity to which the device has been subjected, they could have caused entrapment of the stent affecting its functionality, because of this it was not possible to deploy the stent even by applying force that led to the separation of the guide catheter. Therefore, review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that a flexima plus biliary stent was used during a biliary drainage procedure in the biliary system performed on (B)(6) 2022. During the procedure, it was noted that the flexima plus biliary stent would not release and the guide catheter was found damaged at the hand base side. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.